Event description:
It was reported that an ambulance worker was in the process of loading the the patient and stretcher into the ambulance. During this process the loading mechanism of the stretcher malfunctioned and the stretcher collapsed. As a result of this event the ambulance worker had to take the full weight of the stretcher in order to protect the patient. Injury information has not been provided at this time.

Manufacturer narrative:
This is a duplicate of MFR report # 0001831750-2018-00027. The serial number (B)(4) and catalog number 6390000000 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 0001831750-2018-00027 for full reporting of this event.

Event description:
It was reported that an ambulance worker was in the process of loading the patient and stretcher into the ambulance. During this process the loading mechanism of the stretcher malfunctioned and the stretcher collapsed. As a result of this event the ambulance worker had to take the full weight of the stretcher in order to protect the patient. Injury information has not been provided at this time.